Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient presented with over-sensing of noise noted on the right ventricular lead, leading to false high ventricular rate episodes. Corrective programming changes were made. The patient was stable throughout.

Event description:
New information received notes that a new malfunction of low pacing impedance was noted, along with a new instance of over-sensing of noise. The lead was explanted on (B)(6) 2023. The patient was stable throughout.